Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 11-may-2023. Investigation summary: one sample was received for quality investigation. The customer complaint of clamp issues/damage related to clamp could not be verified by testing of the sample submitted. The sample received was first visually inspected to determine if any of the tubing or components were damaged. There were no visible signs of damage. The infusion set was then inserted into an alaris pump and the door closed. The door was then opened to determine if the clamp on the lower pumping segment fitting would engage upon opening the door. The clamp operated as intended after 50 attempts of opening and closing the alaris pump door. The infusion set was then primed and the process of opening and closing the alaris pump door, with the infusion line full of fluid was attempted for another 50 attempts. The lower pumping segment clamp functioned as intended for each of the tests. There were other issues found during testing. A device history record review could not be performed because the lot number is unknown. A root cause was not determined because the reported failure could not be determined.

Event description:
It was reported that the unspecified bd infusion set tubing clamp was defective. The following information was provided by the initial reporter: feb 3: filtered primary line : clamp did not engage when removed from pump: drug: paclitaxel-drug bag and lines will be sent: cytotoxic, do not have original packaging with lot #.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of clamp issues / damage related to clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd infusion set tubing clamp was defective. The following information was provided by the initial reporter: feb 3: filtered primary line : clamp did not engage when removed from pump: drug: paclitaxel-drug bag and lines will be sent: cytotoxic, do not have original packaging with lot #.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd infusion set tubing clamp was defective. The following information was provided by the initial reporter: (B)(6): filtered primary line : clamp did not engage when removed from pump: drug: paclitaxel-drug bag and lines will be sent: cytotoxic, do not have original packaging with lot #.